Event description:
A customer contacted beckman coulter inc., (bci) regarding a higher than expected ckmb result generated by the access 2 immunoassay system for one patient. The result was reported out of the lab. Subsequent samples from the same patient produced results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects ckmb samples in bd lithium heparin plasma tubes. Qc was within the customer's established ranges prior to and after the event. Routine system checks were performed on (B)(4) 2010 and (B)(4) 2010; both failed. Upon repeat both system checks passed within instrument specifications. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm) on the instrument. The fse performed a diagnostic test which passed within instrument specifications. A definitive root cause has not been determined to date for this event.